Manufacturer narrative:
The information provided in section d2 was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 420 mg/dl which they were treated with manual injection. The customer states the battery cap will not come out which she has tried using a nickel, quarter and flat head screwdriver. The customer was advised to discontinue use of pump. The pump will be replaced, the product was return for analysis.

Manufacturer narrative:
Findings: insulin pump had stripped battery cap coin slot, cracked battery tube threads, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.